Manufacturer narrative:
The device manufacture date is not known. Alleged failure: cracked/peeling insulation at tip of shaft confirmed failure: cracked/peeling insulation at tip of shaft probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Gtin:(B)(4).

Event description:
It was reported that the insulation had been compromised.